Manufacturer narrative:
Additional information was requested and the following was obtained: you reported that the product code on the box was vm74 and the product inside the box was vm95, please confirm that is correct. ¿ yes. According to the customer, the event description is correct. Are there any pictures available?- unfortunately this is the only photo we have. Provided picture shows only different, opened cardboard packages. Photo shows no indication of a product mix. Production documents were checked: both work orders have never crossed ways; and there were more than 6 months difference between both work orders.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure and mesh was used. When opening the box of mesh, they found a bag of a different product code inside. The procedure was completed using another device and no adverse patient consequences. No additional information was provided.